Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a left ruptured ica (internal carotid artery) sidewall aneurysm measuring 22mm x 5.5mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 involving one pipeline with implant coils in which the patient developed in stent thrombosis during the procedure; however, it was resolved with integrilin. Post procedure, the patient presented with tcd velocities suspicious for vasospasm on (B)(6) 2012. The patient was treated with intra-arterial verapamil for vasospasm multiple days and had a seizure during an angiogram on (B)(6) 2012. It was reported that the patient's condition resolved on (B)(6) 2012.